Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient reported attempting to pair using several sensors unsuccessfully. Patient was advised to try using a second transmitter which paired successfully. No additional patient or event information is available.